Event description:
It was reported that the system 7 sagittal saw was overheating during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event of overheating was duplicated. During the device evaluation, it was discovered that the overheating was due to high amps and a loose drivelink and blade mount.